Event description:
It was reported that this patient presented an infection. Consequently, the entire therapy system, including this device, was explanted and replaced. No additional adverse patient effects were reported. The sales representative is going to contact the facility regarding product availability for return to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. All testing completed on the device passed or was not applicable. Visual inspection found no irregularities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented an infection. Consequently, the entire therapy system, including this device, was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.